Event description:
Report received indicated the pt experienced red, itchy rash underneath the adhesive border extending outside the border 1-2 inches. The pt experienced the condition during a period of two months prior to complaint receipt. Pt replaces device every three days. Report also indicated that pt prepares peristomal area with oatmeal soap and prep skin with other products. Nystatin cream recommended but discontinued after 1.5 weeks as rash worsened. Advised cutting off adhesive border and crusting with stomahesive powder and barrier wipes. Pt outcome was not noted.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report stated that there are no significant trends. It is noted that there are blank areas on this form, the info was not provided or is unk.